Event description:
The patient's physician initially called for assistance clearing an e10 (cartridge error) in 2007. He stated that the patient's blood glucose was elevated (value not provided) and the piston rod of the infusion device was blocked. No further information was available. On 11/14/2007 a company representative contacted the patient's physician and he stated that on 11/02/2007 the patient arrived at the hospital by ambulance with elevated blood glucose of 512 mg/dl and ketosis. The patient reported that the infusion device had not been functioning properly for 2-3 days prior. The patient was in the ICU ten days in 2007 and she was then transferred to another unit of the hospital. Product was requested to be returned for evaluation. No further information is available.